Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery not charging or holding charge was not confirmed as the issue was not reproduced during testing. Visual inspection of the returned 14v battery (serial number: (B)(6) revealed corrosion of the battery terminals; however, the corrosion did not affect functionality of the battery during testing. The battery was functionally tested and found to operate as intended during analysis. The battery fuel gauge was interrogated and the battery parameters corresponded to a normal functioning pack. The battery was accepted for charge in a test universal battery charger (ubc) without issue. The battery was fully charged and then discharge tested using an electronic load based battery test system and the battery exceeded the requirement for discharge time. The battery was tested with a test system controller, 14v battery clip, and mock circulatory loop and the battery powered the system without issue. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed corrosion could have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries and universal batter charger (ubc). This also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. These documents inform the user that a pair of fully charged 14v batteries can power the system for 6 to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. These documents also inform the user that the 14v batteries sense that they need to be calibrated after approximately 70 uses, and calibration helps keep the battery power gauge accurate. These documents explain how the ubc indicates to the user when calibration is recommended and how to calibrate the battery in the ubc when prompted. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ explain all battery charger alarms, and the actions to take when a battery charger alarm occurs. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the 14v battery did not charge or hold charge.